Manufacturer narrative:
D10 concomitant product: unknown eea, unknown eea, (lot: unknown) anastomotic leakage following rectal cancer laparoscopic surgery: can a transanal drainage tube be an alternative to diverting stoma? H.-a. Ho1, t.-d. Trieu2, m.-d. Nguyen3 doi: 10.26355/eurrev_202405_36301. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared transanal drainage and diverting stoma to protect anastomosis following laparoscopic low anterior resection in patients with rectal cancer between 2018 and 2022. Patients were divided into two groups: group a of 133 patients received a transanal drainage tube and group b of 63 patients received a diverting stoma. In all patients, the distal rectum was divided using a 45-60 mm three-rowed endoscopic reload. The anastomosis was performed by either a three-rowed circular stapler or hand-sewn using a competitor suture. Postoperative complications included anastomotic leak in 16 patients. The leak was treated conservatively in six patients and required reoperation in ten patients. Complications associated with the stoma were not related to the device.